Event description:
It was reported that the patient experienced the device was not inflating and there was air in the system and fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new 15cm ipp was implanted. Should additional relevant details become available, a supplemental report will be submitted.